Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated over the past week at >300mg/dl. The customer treated elevated bgs with a novolog pen.